Event description:
During attempts by nursing staff to identify/correct source of non-functioning intra-aortic balloon pump approximately 40cc of air was injected into arterial port instead of balloon port during manual inflation/deflation process. (Nursing staff involved were all certified in iabp operation and troubleshooting techniques). Patient sustained cns complications and expired on 5/28/92device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown, incorrect technique/procedure, unanticipated, balloon. Conclusion: device evaluated and alleged failure could not be duplicated, user error contributed to event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: user education provided, other. Invalid data - on device destroyed/disposed of status.